Event description:
Bag called to inflate. Sticking and fully closed duckbill valve. The duckbill valve was unable to be opened after repeated attempts on random units within both lot numbers. No serious injury or death reported.

Manufacturer narrative:
This belated MDR is being submitted as part of our remediation reports in response to the FDA form 483 notification issued on june 4, 2014 by (B)(4)to ventlab, llc. This report consists of 48 MDR's. The affected device was not investigated. However, ventlab performed quality trending, product investigation and corrective actions to solve the root causes. The solutions were implemented last year and a recall was initiated in may of this year.